Manufacturer narrative:
Clarification to h6: health effect - clinical code e2402 represents the reported events of "visible rippling and breast ptosis". Presented at: american society of plastic surgery (pstm) the meeting in austin, tx on october 29, 2023. Article citation: messa, c IV, bereszniewicz, j, messa, c iii. Secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures. Aesthetic breast surgery. 29/oct/2023; 1-34 the event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "visible rippling and breast ptosis" (visibility/palpability).

Event description:
Healthcare professional, in scientific publication titled "secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures" reported "visible rippling and breast ptosis". This record is for the left side. Device was explanted and replaced. Return availability is unknown.